Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the dark green connector on the cassette leaked during a procedure. No patient harm reported. Additional information and sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Only the wet cassette was returned, and visually inspected. No damage was observed on the connector port of the cassette. Replacing the missing components with those from the lab stock, the sample was tested on the console and could prime and pass intraocular pressure calibration successfully. No leakage was observed during functional testing from the dark green connector port on the cassette. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications, no fluid leakage was detected from the green connector port on the cassette during functional testing. No corrective action is required at this time. (B)(4).